Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) replaced due to the device was too big for the patient, and causing discomfort when inflated. The patient outcome following this surgery was good. The explanted device was discarded by the facility.